Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/pain it was normal"), genital haemorrhage ("abnormal bleeding") and cervix disorder ("cervix issue") in an adult female patient who had essure (ess205) (batch no. 624274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, migraine and cholecystectomy. Concurrent conditions included post-traumatic stress disorder, dissociative identity disorder, abdominal pain, vaginal discharge, vaginitis, amenorrhea, urinary tract infection, dysfunctional uterine bleeding, chronic cervicitis and adnexa uteri cyst. Concomitant products included cyclobenzaprine, dicycloverine (dicyclomine), gabapentin, leuprorelin acetate (lupron), norethisterone (norethindrone) and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced cervix disorder (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) periods lasting more than 2 weeks at time"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) periods lasting more than 2 weeks at time") and weight increased ("weight gain/loss: weight gain"). In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2016, the patient experienced premature menopause ("hormonal changes: I¿m 32 going through menopause"). In 2018, the patient experienced alopecia ("hair loss started when I started taking lupron depo"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach pain") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy partial), surgery (endometrial ablation) and surgery (ablation, lining of uterus removed to stop periods). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and endometriosis outcome was unknown, the cervix disorder, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, premature menopause, nausea, weight increased and abdominal pain lower had not resolved and the menorrhagia and female sexual dysfunction had resolved. The reporter considered abdominal pain lower, alopecia, cervix disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, premature menopause, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes: I¿m 32 going through menopause, hysterectomy (partial), nausea, pain, weight gain/loss: weight gain were added, patient's medical history added, concomitant medications added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/pain it was normal"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) periods lasting more than 2 weeks at time"), pyelonephritis ("pyelonephritis") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (ess205) (batch no. 624274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, migraine, cholecystectomy, hypertension and gallbladder removal. Previously administered products included for an unreported indication: penicillin, rabies vaccine and mirena. Past adverse reactions to the above products included hypersensitivity with rabies vaccine; and urticaria with penicillin. Concurrent conditions included post-traumatic stress disorder, dissociative identity disorder, abdominal pain, vaginal discharge, vaginitis, amenorrhea, urinary tract infection, dysfunctional uterine bleeding, chronic cervicitis, adnexa uteri cyst, menstrual disorder, headache, pain in joint, anxiety, bipolar disorder, blind right eye, gestational diabetes, kidney stone, pyelonephritis, seizure, varicose veins, polymenorrhoea, anaphylaxis, anemia, ankle sprain, low back pain, metrorrhagia, squamous cell metaplasia, latex allergy and vegetable allergy. Concomitant products included cyclobenzaprine, dicycloverine (dicyclomine), escitalopram oxalate (lexapro), gabapentin since 2016, leuprorelin acetate (lupron), norethisterone (norethindrone), paracetamol (tylenol), topiramate (topamax), topiramate since 2016 and triamterene since 2017. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), cervix disorder ("cervix issue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) periods lasting more than 2 weeks at time") and was found to have weight increased ("weight gain/loss: weight gain"). On (B)(6)2012, the patient experienced pyelonephritis (seriousness criterion medically significant), 5 years 4 months after insertion of essure (ess205). In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2016, the patient experienced premature menopause ("hormonal changes: I¿m 32 going through menopause"). In 2018, the patient experienced alopecia ("hair loss started when I started taking lupron depo"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower stomach pain"), endometriosis ("endometriosis"), vaginal infection ("vaginitis"), urinary tract infection ("severe uti"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal discharge ("vaginal discharge"), uterine cervical metaplasia ("cervicitis with reactive squamout metaplasia") and back pain ("back pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and endometrial ablation). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, endometriosis, vaginal infection, urinary tract infection, bladder disorder, urinary tract disorder, vaginal discharge, uterine cervical metaplasia and back pain outcome was unknown, the menorrhagia and female sexual dysfunction had resolved and the cervix disorder, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, premature menopause, nausea, weight increased and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, cervix disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, premature menopause, pyelonephritis, urinary tract disorder, urinary tract infection, uterine cervical metaplasia, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Intrauterine device is seen in CT abdomen pelvis. She is allergic to human diploid cell. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2012: results: essure contraceptive wires bilateral pelvis. Biopsy endometrium - on (B)(6)2014: results: secretory endometrium. Computerised tomogram abdomen - on (B)(6)2012: results: there is bibasilar atelectasis.. Hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion. Diagnostic results: on (B)(6)2012 CT abdomen pelvis revealed, abdomen: there is bibasilar atelectasis. Pelvis: free fluid is seen within the pelvis, likely physiologic in nature. Intrauterine device is seen. On (B)(6)2014 unremarkable ultrasound of the pelvis otherwise. On (B)(6)2014 us pelvic revealed, heterogeneous uterus without discrete fibroid. Essure in proper place. Normal color and spectral doppler flow within both ovaries. Abnormal bleeding, lower abdominal pain, pelvic pain, nausea, acute urinary tract infection, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet- events vaginitis, severe uti, bladder or urinary problems or changes, pyelonephritis, endometriosis, vaginal discharge,cervicitis with reactive squamout metaplasia were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain/pain it was normal"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) periods lasting more than 2 weeks at time") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 624274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, migraine and cholecystectomy. Concurrent conditions included post-traumatic stress disorder, dissociative identity disorder, abdominal pain, vaginal discharge, vaginitis, amenorrhea, urinary tract infection, dysfunctional uterine bleeding, chronic cervicitis and adnexa uteri cyst. Concomitant products included cyclobenzaprine, dicycloverine (dicyclomine), gabapentin, leuprorelin acetate (lupron), norethisterone (norethindrone) and topiramate (topamax). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), cervix disorder ("cervix issue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) periods lasting more than 2 weeks at time") and weight increased ("weight gain/loss: weight gain"). In 2013, the patient experienced nausea ("nausea"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2016, the patient experienced premature menopause ("hormonal changes: I¿m 32 going through menopause"). In 2018, the patient experienced alopecia ("hair loss started when I started taking lupron depo"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower stomach pain") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy partial) and surgery (endometrial ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and endometriosis outcome was unknown, the menorrhagia and female sexual dysfunction had resolved and the cervix disorder, vaginal haemorrhage, dysmenorrhoea, dyspareunia, fatigue, alopecia, premature menopause, nausea, weight increased and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, alopecia, cervix disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, premature menopause, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 7-nov-2007: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: patient had need for additional surgery.. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.